Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure. During the procedure, the doctor was unable to access the patient's epidural space due to pre-existing hardware that the patient has implanted. As a result, the procedure was abandoned.